Manufacturer narrative:
Additional information: based on the limited received information, a root cause for the reported problem could not be determined. In-situ testing confirmed that the device is no longer intact and has malfunctioned, however to determine an exact root cause a device investigation would be necessary. Despite several requests, the explanted device has not been received for investigation by the manufacturer. The root cause of the problem remains therefore unknown. This is a final report.

Event description:
It was reported that the patient could not hear with the device at the initial activation appointment. There is no report of any trauma, accident or infection. The device has been explanted but has not been returned for investigation.

Event description:
It was reported that the patient could not hear at first switch on after implantation surgery. Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.